Event description:
The customer reported that the speaker malfunction message appears on the screen, speaker is not working. The device was in clinical use at time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. E1; reporter institution phone number (B)(6).

Manufacturer narrative:
The following functional tests were performed: a field service engineer (fse) went onsite to evaluate the device and found that the speaker and mainboard was defective and needed to be replaced. A replacement of the speaker and mainboard was performed by the fse. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker and mainboard were replaced, and the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.